Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the conductor wires were intact and undamaged, but the drive cable was frayed. The pitch up and down cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. Additional observation not reported by site was a derailed cable. Both pitch cables were loose at the wrist, but not broken. The housing was removed to find one pitch cable derailed from the back idler pulleys. The cable was wedged between two pulleys and had lost tension. The clamping pulley screws were still tight. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing the da vinci si surgical pk dissecting forceps instrument wire was noted to be frayed at the wrist of the instrument. No patient harm, adverse outcome or injury was reported.